Event description:
It was reported that the water in arctic sun device did not get cold anymore due to a broken mixing pump (chiller works), but the device was not yet having 2000 hours. Depending on the exact hours either only a mixing pump had to be changed or a preventive maintenance to be on the safe side. Per follow up information received via mail on (B)(6) 2024, there was no patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water in arctic sun device did not get cold anymore due to a broken mixing pump (chiller works), but the device was not yet having 2000 hours. Depending on the exact hours either only a mixing pump had to be changed or a preventive maintenance to be on the safe side. Per follow up information received via mail on 13mar2024, no patient involvement reported.